Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor pressure readings matched the pressure readings from the right heart catheter. The sensor was not recalibrated. Accurate readings were observed under the manufacturer's patient care network database.